Event description:
Notes from the operative report: patient "presents following laparoscopic adjustable gastric banding. Her port is painful at the costal margin. The port rubs against the costal margin and causes pain with certain positions. She presents for revision and repositioning in the port. Findings at surgery: there is acute angulation of the port as it enters at the costal margin. There is a partial thickness defect in the lap band tubing near the port related to this acute angulation. The port rest up against the lowest rib. The port is actually removed and replaced with a new port. The port was moved more inferiorly on the abdominal wall away from the rib." The patient tolerated the procedure well. The patient had the original band placement nine years ago at a different facility.